Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump battery could not be charged. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 153-154 mg/dl.